Event description:
It was reported that the patient's right ventricular lead was removed for an unknown reason. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.

Manufacturer narrative:
The lead was explanted for unspecified issue. As received, a complete lead was returned in two pieces. Visual examination found multiple internal insulation abrasions breaching the ring electrode cable lumen between shock coils and proximal to superior vena cava shock coil with intact etfe cable coating and inner coil lumen in these locations. The cause of the reported event was due to component failure. All other damages were sustained during the procedure.